Manufacturer narrative:
Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). A livanova service representative was dispatched to the facility to investigate. He was able to confirm about the reported issue. To cure the fault he replaced the touchscreens. A functional test and a test run were performed and passed with no further issues shown. The device was returned to service. The photo investigation revealed built up residues and confirmed the touchscreens were in bad condition. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
Livanova (B)(4) received a report that a s5 double head pump touch screen became unresponsive during procedure. There was no report of patient injury.